Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, an e315 error was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis lucera elite colonovideoscope display an unspecified scope communication error. During a standard service inspection of the customer returned device, an e315 error was noted. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 24-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of ccd (charged coupled device) unit, failure of internal board of scope connector, or the system olympus will continue to monitor field performance for this device.